Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Cause was not known. Customer consumed juice to address bg. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.